Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a sub acromial decompression shoulder surgery a patient suffered a burn at the portal where resection instruments were used. The combustion is the size of a 1 (B)(6) coin. The customer assures that everything was correctly connected. The ablation was set on 7 and the coagulation on 1. The application duration was 10 to 15 minutes. Active suction connected to the apollo ar-9811. The surgery was completed successfully with a new device of the same part number. The surgical technique was not changed and no second surgery was necessary.